Event description:
Baxter sales representative reported to baxter's corporate product surveillance, on behalf of a customer, of a clearlink duo-vent c-flo set10 dpm duo-vent in which the lowest y-site on the primary set came apart as the nurse was inverting and tapping it to remove the air. The reported condition occurred during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of "a clearlink duo-vent c-flo set10 dpm duo-vent in which the lowest y-site on the primary set came apart as the nurse was inverting and tapping it to remove the air" was confirmed during sample evaluation. Visual inspection confirmed that the tubing had separated from the bottom y site. Closer visual inspection under a microscope showed that, the tubing end shows no sign of solvent residue or plow ridge. The assignable root cause of the reported condition is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.